Event description:
It was reported that an echocardiogram (echo) was performed to investigate the cause of the patient's low flow alarms on 02oct2023; the echo was stable and showed mild right ventricular (rv) dysfunction. Mild rv dysfunction was noted on echo imaging prior to implantation. It was presumed that the pump contributed to the worsening rv dysfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1, "introduction," lists right heart failure as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected . Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.